Event description:
The patient had a back injury and as a result, an internal pulse generator and spinal stimulator was placed. She recently found that though it had once helped, it no longer gave her any benefit and was very uncomfortable and painful. It was uncomfortable for her even if it was not being used. The patient requested that she would like the device and the electrodes removed.